Event description:
It was reported the patient had a knee replacement procedure and it is unknown if the ipg was placed in surgery mode prior to the procedure. Afterwards, the ipg was unable to communicate and was found to be inoperable. The ipg was explanted and replaced to address the issue. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.